Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2022, the infusion set's tubing detached from the connector prior to insertion during insertion preparation. Therefore, the patient's blood glucose level was 300 mg/dl at the time of this event. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.